Event description:
An endurant ii stent graft system was implanted in a patient for the endovascular treatment of a 5.8 cm in diameter abdominal aortic aneurysm. Vessel morphology was reported as left side tortuous iliac artery. It was reported that final angiogram revealed that there was narrowing/compression in the left iliac limb. The physician elected to implant another manufacturer¿s stent, and the event was resolved. Per the physician, the causes of the narrowing/compression of the iliac limb was due to the patient¿s anatomy; tortuous left iliac artery. No additional clinical sequelae were reported and the patient is fine.